Manufacturer narrative:
(B) (4). Results - (arterial and venous occlusion). (Moderate to severely tortuous and moderately calcified vessels; aortic neck angulation) conclusion - (moderate to severely tortuous and moderately calcified vessels; aortic neck angulation).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as moderate to severe tortuosity and moderate calcification. The aortic neck was 12 mm long, 20 mm to 21 mm in diameter, and angled 55 degrees. After the stent grafts were implanted, the final angiogram revealed that the talent bifurcated stent graft (MFR # 2953200-2010-00726) had a proximal type I endoleak. The physician elected to intervene by implanting an aneurx aortic cuff; however, during placement, the aortic cuff partially covered the renal artery. The physician then attempted to place a bare metal stent in the renal artery; however, as the physician was unable to insert the stent into the renal artery, a renal-to-hepatic artery bypass was performed. In addition, when modeling the stent grafts with a reliant balloon (MFR report # 2953200-2010-00728), the common iliac artery perforated at the distal area of the bifurcated stent graft, because, the balloon was not completely within the stent graft. The physician elected to intervene by placing an iliac limb distally, which successfully resolved the perforation. No additional clinical sequelae reported, and the pt is fine.